Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login as it required witness. A technical support specialist dialed into the server and verified that the device setting was not configured to require a witness for login. The tss connected to the device and observed the error message that the device required maintenance. This indicated a likely biometric identifier failure requiring witness login. The tss deployed the remote support service (rss) package and rebooted the device. Customer confirmed that the issue was resolved after the update was applied and authorized case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user had informed that all users were required to have a witness to log into the device. Both login methods using username and bio ID scanner continued to prompt for a witness. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.